Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that three years and nine months following the implant of this transcatheter bioprosthetic valve, which was implanted in the native annulus of a patient with a bicuspid aortic valve at a depth of 6 mm on the non-coronary cusp and 5.5 mm on the left coronary cusp, the patient was hospitalized for heart failure due to an elevated gradient of 41 mmhg and for a thrombus located at the base of the bioprosthetic valve leaflets. Moderate central aortic regurgitation and poor leaflet coaptation were also noted. 11 days following the start of the hospitalization, a second non-medtronic transcatheter aortic valve was implanted. No additional adverse patient effects were reported.